Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed a persistent restart alert associated with a bluetooth communications error, and the user restarted the device multiple times without resolution, leading to device replacement. Symptoms included hyperglycemia with a reported peak of 340 mg/dl lasting about two hours, without ketone testing, medical intervention, or use of backup therapy at the time. Outcomes included temporary elevation of blood glucose without reported injury or hospitalization. Investigation included review of device history, user troubleshooting, and receipt and inspection of the returned device. Investigation of this case revealed a device communication malfunction associated with the ble board, consistent with a bluetooth communications issue that necessitated replacement and prevented cgm connection. It was concluded that the cause was a malfunction of the device¿s bluetooth communication hardware.